Event description:
It was reported that the programmer screen showed a checkmark indicating to synchronize the remote and the ins. They tried different positions but the patient was told to replace the antenna by the manufacturer representative. Just the antenna would be replaced and the issue was considered resolved.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3 7092 lot# serial# unknown implanted: explanted: product type accessory. Information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.